Manufacturer narrative:
A ge service rep performed an on-site investigation. The flash was erased and the hard drive was formatted. The ws dc voltage was adjusted from 5.01 vdc to 5.20 vdc. The system was found to be operating as intended.

Event description:
The customer reports that the monitors are blank on the 6800 system. No pt injury reported.